Event description:
The stent was placed in the proximal lad after a previously deployed tetra stent thrombosed. Two days later, the pt again became symptomatic. The lad had again thrombosed mid-stent.